Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor memorygel breast, 275cc gel filled implant lot number 5627653, catalog number 3502751bc. Manufacturer¿s reference number: (B)(4).

Event description:
Blind device received in product evaluation lab received on (B)(6) 2018 with no complaint information attached and could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a mentor memorygel breast, 275cc gel filled implant characteristic of a removal and replacement. As a result, this will be conservatively reported to FDA. The device was visually confirmed to be deflated. This report is for the one of the two devices.

Manufacturer narrative:
On 8/9/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained cloudy gel. Brown material was observed within the device and on the shell surface, in addition, gel was observed on the shell surface. The device was severely rented, it was returned in two pieces. No anomalies were observed. Mentor performs 100% inspection and testing of all devices prior to release. A rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility at this time is not possible to determine the origin of the brown material observed. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).